Event description:
It was further reported that the left ventricular (lv) lead polarity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that left ventricular (lv) lead was still causing phrenic nerve stimulation for the patient. The lead was re programmed to a lower lv amplitude and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead was causing phrenic nerve stimulation to the patient. The lead was reprogrammed to change polarity of the lead. The lead remains in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.